Event description:
Customer is getting very high calcium results for pts and controls have shifted high. Field service representative found that the reservoir was contaminated. He repaired the instrument by decontaminating the reservoir.